Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, where her lead was repositioned.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced ineffective stimulation. Diagnostics revealed impedance readings within normal limits. Reprogramming did not resolve the issue. X-rays were to be ordered and the pt will consult with her physician as the next course of action.